Event description:
Related MFR report number: 2017865-2023-50929 related MFR report number: 2017865-2023-50931 it was reported that a patient presented to clinic with an infection. The physician elected to do a full implantable cardioverter defibrillation (ICD) system extraction. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.